Event description:
Caller reported a tandem mobi cartridge alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.